Event description:
It was reported that the pt had a ventral hernia repair with component separation using a veritas collagen matrix implant in the abdomen retro rectal space on (B)(6) 2012. A drain was placed in the pt's abdomen before closing the incision. The surgeon stated that he believes the pt had a recurrence of the hernia on post-operative day two, which was (B)(6) 2012. The recurrent hernia with wound disruption was confirmed by CT scan and the pt was taken back to surgery on (B)(6) 2012. The surgeon stated that he found bilious drainage along the drain tract due to a small bowel injury caused by the drain. It was also noted that the veritas collagen matrix had torn in the middle of the mesh, but remained intact along the suture lines. The recurrent hernia was replaced using an alternative surgical mesh. The pt was reported to be improving slowly.

Manufacturer narrative:
No product was returned for eval. The device history record was reviewed. According to the device history record, the device met spec at the time of manufacture.